Event description:
The customer reported that the system had a communication failure error message in addition to slow boot and grainy images. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.